Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the images produced were intermittently very dark and unusable. This could result in a delay or cancellation of a procedure. There is no report of pt injury or death.